Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. The instruction manual gif/cf-170 series reprocessing manual 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, no water is fed; due to clogging of nozzle, water removal ability does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has white-clouded area; connecting tube has a scratch; suction cylinder is shaved; and protector of universal cord on scope connector side has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope, defective air/water supply. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and a foreign matter was found in the nozzle during the quotation inspection. This report is being submitted to capture the reportable malfunction found during evaluation.